Event description:
It was reported that the user experienced fluctuating blood glucose with an overnight elevation followed by an urgent low in the morning while using the ilet. After announcing a larger dinner as ¿less than¿ and later treating the ensuing low with oral carbohydrate; the user temporarily disconnected the pump and then resumed it and seeks additional training regarding recurring nocturnal lows. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for medication-equivalent intervention via oral glucose and were not classified as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method at the user interface, consistent with the mismatched meal announcement and unnecessary pump disconnection during a low. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.